Event description:
On 08/13/2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had an "apply sample" issue. The pt tests her blood glucose 4 times a day. She tests before meals and at bedtime. The pt takes glucophage twice a day. The pt indicated that the alleged issue started in 2009, at an unspecified time. The pt did not take any actions related to diabetes treatment as a result of the alleged issue. About 45 mins after the alleged issue began, the pt claimed that she developed symptoms of shakiness and sweating. The pt administered self-treatment by drinking water with sugar. The pt felt better after the self-treatment was taken. The pt stated that since she was unable to test her blood glucose before the symptoms started, she did not know if her blood glucose was up or down. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.